Event description:
It is reported that pt describes she "took a misstep"/ sprained in rehab clinic and since then no weight bearing possible and increasing pain in the right hip joint. Radiology showed a periprosthetic fracture. During revision surgery, stem and head were removed.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. As no lot numbers were provided for the explanted devices, the device history records could not be reviewed. The pt experienced a misstep during rehab. We do not consider this event to be product related. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).